Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Metal part where the toothbrush head goes on snapped...toothbrush will not hold her brush head-oral-b/power toothbrush [device breakage]. Case narrative: consumer parents stated over e-mail that metal part where the toothbrush head goes on snapped off when consumer was putting the head on. The toothbrush will not hold consumer toothbrush head on now while brushing. No injury reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Metal part where the toothbrush head goes on snapped...toothbrush will not hold her brush head-oral-b/power toothbrush [device breakage]. Case narrative: consumer parents stated over e-mail that metal part where the toothbrush head goes on snapped off when consumer was putting the head on. The toothbrush will not hold consumer toothbrush head on now while brushing. No injury reported. On 09-sep-2025, follow up-product updated.

Event description:
Metal part where the toothbrush head goes on snapped. Toothbrush will not hold her brush head-oral-b/power toothbrush [device breakage]. Case narrative: consumer parents stated over e-mail that metal part where the toothbrush head goes on snapped off when consumer was putting the head on. The toothbrush will not hold consumer toothbrush head on now while brushing. No injury reported. 09-sep-2025 follow up-product updated. 04-nov-2025 follow up-investigation completed-conclusion code: no manufacturing cause and no design issue.

Manufacturer narrative:
(B)(6) 2025: complained product received - user handling was identified as root cause for the complaint.